Event description:
Covidien received information that the pt was removed from the 840 ventilator due to oxygen (o2) sensor malfunction. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) inspected the device and replaced the o2 sensor. The device passed all testing.

Manufacturer narrative:
(B)(4).